Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The customer did not request any service. We are not informed about the status of the compressor. No part were returned for our investigation. Therefore we cannot confirm or find the root cause of the reported event. H3 other text : 4112.

Event description:
Manufacturer ref.#: (B)(4).